Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.